Event description:
It was reported, that: a patient underwent left tha on (B)(6) 2019 by (B)(6). Subsequently, a revision procedure of left tha due to aseptic loosening of the femoral stem by (B)(6) was performed on (B)(6) 2022. Findings: (B)(6) 2021; office visit. Contralateral hip performed (B)(6) 2021. Follow up visit for right tha which is doing well; left hip increasing pain with ambulation, now using a cane. X-ray: overall well aligned, some areas of radiolucencies with scalloping around the femoral stem. Plan for left hip revision. On (B)(6) 2022; revision. Revision due to aseptic loosening; no ingrowth of the femoral stem noted; shell well fixed and left in place; arcos stem attempted but surgeon not satisfied with the position, wagner used instead; head and stem replaced without complications.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Associated products: medical product: act artic e1 hip brg 28x42mm s48 dia28; catalogue number: ep-200148; lot number: 560940. Medical product: tprlc 133 t1 pps ho 11x142mm 2mm t1; catalogue number: 51-104110; lot number: 6551317. Medical product: g7 dual mobility liner 42mm e; catalogue number: 110024463; lot number: 948540. Medical product: g7 osseoti 3 hole shell 52mm e; catalogue number: 110010244; lot number: 6601603. Medical product: bone screw self-tapping 6.5 mm dia. 30 mm length; catalogue number: 00625006530; lot number: 64495274. Medical product: bone screw self-tapping 6.5 mm dia. 30 mm length; catalogue number: 00625006530; lot number: 64563153. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted. Discarded.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon review of this complaint, it is considered that the ceramic head does not impact the reported event of aseptic loosening of the femoral stem and is already featured as an associated product on the linked warsaw complaint. Event is no longer considered reportable, and initial report should be voided.